Manufacturer narrative:
Results - 56 samples were received for evaluation. All 56 samples were tested under pressurized conditions for leakage in tubing and hubs. There was no leakage identified. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6132861. Conclusion - we are unable to confirm the complaint as we were unable to duplicate the customer's' indicated failure mode.

Event description:
It was reported that on the 23 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and luer adapter had leakage of blood from the tubing inside the plastic hub. No injury or medical intervention reported.